Event description:
Major pump unit(s) involved: external control system failure.additional text: go gear vest.specific component(s) involved: other component malfunction.other component: go gear vest.causative or contributing factor: no specific contributing cause identified.intervention(s): other interventions.other intervention : replace vest at next office visit (B)(6) 2009.implant device type: lvad.

Event description:
Major pump unit(s) involved: external control system failure.